Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to the battery was no longer working properly per physician's preference.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for an unknown reason.

Manufacturer narrative:
Sc-1110 (sn: (B)(4)) device evaluation indicated that the ipg passed all the required test and revealed normal device characteristics.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for an unknown reason.